Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
A company representative reported that two es2 integrated screws fractured post-operatively. No adverse consequences were reported. The fractured screws were observed in a planned removal surgery approximately three years post-operatively. The proximal portion of the screws were explanted, however the distal shank of the screws remained in the patient. This report captures the first of two screws.